Event description:
The iab was inserted into the pt on 2/1/98 at 2:00 pm. Augmentation was noted to be poor and cxr on 2/2/98 at 8:00 am. Noted the placement to be 7 cm below the aortic arch. The iab catheter was removed on 2/3/98 at 8:30 am. The iab was not returned to datascope for eval. (Event complications: none from the event-reported 3/11/98.) (Pt's current status: discharged-rpt'd 3/11/98.)